Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with palpitations and tachycardia. Upon device interrogation, the implantable pulse generator (ipg) exhibited atrial sensing falling into blanking resulting in inappropriate ventricular pacing. It was noted that the ipg could not mode switch. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.